Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. The customer resolved the issue independently and continued to use pump for insulin therapy.